Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2010 that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2007 for a scheduled lead revision procedure due to dislodgement of the right ventricular (rv) defibrillation and right atrial (ra) leads. The pocket was opened and visual inspection found that both lead suture sleeves were intact and secured. Under fluoroscopic imaging, the rv defibrillation lead's tip was well attached and had not dislodged. However, more redundancy in the rv lead body was placed. The ra lead was repositioned into the right anterior lateral portion of the ra. The leads's terminal pins were reconnected to the device and normal diagnostic measurements were obtained. The pocket was closed and no further intervention was required.